Manufacturer narrative:
The complaint investigation for falsely elevated alinity I toxo igg results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in house testing. Return testing was not completed as returns were not available. A review of tracking and trending did not identify any trends for the complaint issue. Labeling was reviewed and found to adequately address the issue and provides adequate information regarding the troubleshooting of erratic/discrepant results. The device history record review on lot 46258be00 did not show any potential non-conformances, deviations, or non-conformances associated with the complaint issue. In-house specificity testing of a retained reagent kit of the complaint lot was performed. All controls met specifications and no false reactive results were obtained, indicating that the lot generates the expected results. Based on the investigation, no systemic issue or deficiency of the alinity I toxo igg assay for lot number 46258be00 was identified.

Event description:
The customer observed false reactive alinity I toxo igg results for one patient. The result was not reported out. The sample was repeated on the same alinity and the result was nonreactive. The sample was also negative on the vidas. The following data was provided: sid (B)(6). Initial result = initial result = 5.1 iu/ml repeat result = 0.1 iu/ml vidas result = nonreactive reference range = <1.6 iu/ml = negative 1.6 to < 3.0 iu/ml = gray area = 3.0 iu/ml = positive no impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false reactive alinity I toxo igg results for one patient. The result was not reported out. The sample was repeated on the same alinity and the result was nonreactive. The sample was also negative on the vidas. The following data was provided: sid (B)(6) initial result = initial result = 5.1 iu/ml repeat result = 0.1 iu/ml vidas result = nonreactive. Reference range = <1.6 iu/ml = negative 1.6 to < 3.0 iu/ml = gray area = 3.0 iu/ml = positive no impact to patient management.